Manufacturer narrative:
The device was not returned for analysis. When the device is received a supplemental report will be submitted.

Event description:
Medtronic received report that during the thrombectomy procedure of the right middle cerebral artery (mca), the physician advanced the mechanical thrombectomy device through the microcatheter without any problems or friction. However, no clot was retrieval upon the first pass. The thrombectomy device was then attempted to be prepared for a second pass. However, the device was noticed to have become stuck at the distal section of the introducer sheath. The device was reported to have separated from the pushwire. A new thrombectomy device was used with the same microcatheter to successfully retrieve the clot. There was no patient injury as a result of this event. The vessel anatomy was reported as moderate tortuosity. At the completion of the intervention, the thrombolysis in cerebral infarction (tici) was reported as 3. Baseline tici was reported as 0. No patient injury was reported.

Manufacturer narrative:
The mechanical thrombectomy device was returned for analysis. The device was not within the introducer sheath. No issues were found with the marker coil or proximal marker band area. The non-working length struts were found bent and broken. The working length was in good condition. The solitaire stent was sent out for scanning electron microscopy (sem) analysis. Based on the reported information, the device and sem analyses, the customer's report of ¿separation¿ was confirmed. The mechanical thrombectomy device¿s strut was found broken. The failure mode for the ¿separation¿ was due to fatigue cracking. It is possible that the ¿resistance at the distal section of the introducer sheath¿ during preparation may have contributed to the reported issues; subsequently causing the stent strut to become separated. However, the cause for the ¿resistance within the sheath¿ could not be determined. The lot history record review showed no discrepancies that would have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.